Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cardiac index dropped to 1.2 without any other change in heart rate, blood pressure, or svo2. A manual bolus was done for results of 2.3, 1.7, 1.8. No patient complications were reported.